Event description:
On the event date, the patient reported that there were black splotches in the upper right corner of the display of her infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.